Event description:
On (B)(6) 2015, the reporter contacted lifescan USA, alleging inaccurate results. An unknown result obtained using the subject device was compared to an unknown result obtained using a "freestyle" device, both readings within 30 minutes of each other. This complaint is being reported because the reported results may not meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.